Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed and attributed to a faulty transistor on the AED interconnect assembly board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to verify the death of a pt, the device inappropriately displayed an "attach pads" message. Complainant indicated that the pt was expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.